Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The device had hig h/undefined pacing impedance with pacing issues. The lead was inserted into the device and the device measured a high out of range impedance. The lead was tested with an external programmer and all measurements were within normal limits. After several device reprogramming, it was concluded that the issue lies with the device. A new device was implanted. No patient complications have been reported as a result of this event.